Event description:
Customer's mother stated that son has been having problems with the infusion sets. The insulin pump does not alarm no delivery. The blood glucose reading is 400 mg/dl. Customer has treated with a bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.